Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was a probe leak of approximately 5-10ml of diluent. The leak was not contained. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the probe leak was caused by a failure in the dual diluent filters. The filters were replaced resolving the leak. Identified failure modes: failure mode of the leak is related to the diluent filters which needed replacement. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to carryover or sample contamination. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Beckman coulter (bec) internal identifier for this report is (B)(4).